Event description:
Stapler got stuck while closed down on tissue. Surgeon was able to get stapler to open again. Product had patient contact but no patient harm. Product is available to be returned to the manufacturer. Manufacturer response for endo gia ultra standard, (brand not provided) (per site reporter). Rep to send return kit or pick up failed product.